Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
One year after implantation of an unknown but possible cypher stent, the patient had thrombosis. No additional information was provided.